Event description:
The technician alleged that the side rails were not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail latches were bent. The technician replaced the side rail latches to resolve the issue.